Event description:
Procedure type: lap sigmoid resection. According to the reporter: after closing the device, the white safety latch was difficult to remove, even through the green mark in the window was visible. The stapler was fired, and a strange noise was heard. When opened the stapler, the proximal and distal colon were cut, but were not stapled properly. Surgery time was extended approximately two hours, as the anastomosis was re-done as a low anterior resection.